Event description:
Pain pump was supposed to be implanted in the pt's abdomen but on the day of the surgery, md decided to implant it in pt's buttocks. Medtronic rep present. Pt immediately complained of tremendous pain in the first week after surgery. Pt had tissue damage to buttocks muscles and device had gone through the skin. Pt wants to know if this happened to anyone before, if there are any treatments to restore buttock muscles to baseline. Medtronic has been contacted by pt, but per pt medtronic states they have no records. Pt suffered through pain level 9-10 for 7 months. After titrating pt off the hydrocodone, before explanting pump.